Manufacturer narrative:
This device was discarded at the facility and will not be returned for analysis. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting behavior consistent with premature battery depletion (pbd) . The device was explanted, and a new device implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.